Manufacturer narrative:
Visual examination of the returned device confirms the observation. Device and records evaluation, however, did not identify or verify any product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since september of 2003.

Event description:
The patient was revised because the insert was worn and broken.